Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that vm6 us (B)(4) screen froze. Patient involvement is unknown.

Manufacturer narrative:
This supplemental report is being submitted with reference to manufacturer's report 1218950-2022-00484 to update the final conclusion code.

Event description:
It was reported to philips that vm6 us34480960 screen froze. The complaint device was not in use at the time that the issue was discovered.

Event description:
It was reported to philips that vm6 (B)(6) screen froze. The complaint device was not in use at the time that the issue was discovered.